Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent perineorrhaphy for vaginal introitus around (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele and vaginal discharge.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection ,bleeding, dyspareunia, vaginal scarring, interstitial cystitis, back , leg and hip pain . (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat recurrent stress urinary incontinence. After implantation the patient experienced urinary tract infections, pain, dyspareunia, bleeding, constipation and had a posterior colpoperineorrhaphy in 2010. (B)(4). Dyspareunia. Constipation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.